Event description:
Glucose meter has not registered for more than 6 hours since 9am. (This has also happened several times in the past.) Reader(meter) has been within 18" of sensor. This is day-9 for this sensor (also had issue with previous sensor; worked ~75-80% of time). This is second sensor using this device (started 24 days ago). Hecc:4582. Dpc:1384,1535. Reference report:mw5173826.